Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synergy states revision total hip. Patient presented with dislocated total hip. Competitor cup and liner removed. As the original implantation (B)(6) 2017 the surgeon decided to remove the stem to gain access to the hip. The corail stem was not loose and there was no issue issue with either depuy synthes components. A primary corail pinnacle was re implanted with the having a good result on the table.